Manufacturer narrative:
Date of event: date of event was approximated as no event date was reported.

Event description:
It was reported that the device became unsterile. A 190 cm filterwire ez was selected for use. During preparation/unpacking, the yellow protective sleeve that covers the filter basket was hard to remove. During removal attempts, the device was dropped on the floor and became unsterile. The procedure was successfully completed without this device. There were no patient complications reported.